Event description:
Contact states that they have received this product with the adapter already in the end of the drain. They state that adapter does not seat well within the drain and comes out after the pt has been discharged home. One surgeon states that he has had two pts that have developed infections due to this difficulty. The caller assumes that these pts have had to be treated with antibiotics. This product is being placed within a custom pack for this facility.